Event description:
Customer reported that she had unexplained high blood glucose of 274 mg/dl and her insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with cracked end cap sticker.